Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1es17, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 14-feb-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced pain at their lead site after having assisted in moving a person on a bed. It was further reported that after three days of feeling pain at the lead site, it stopped and immediately afterward they also stopped feeling stimulation. The patient reported they had not experienced any falls of accidents. The patient¿s physician requested ap and lateral radiography; both images showed what looked like a complete system without any ruptures or fractures. Impedance testing was performed and found the three most distal electrodes (electrodes 0, 1, and 2) had high impedances, while the most proximal electrode (electrode 3) had a normal impedance. The patient¿s physician ¿decided to try stimulation with the only working electrode (3)¿ and the patient reported feeling stimulation. As of (B)(6) 2019, the patient reported the stimulation was controlling her symptoms and that she would stay with the therapy for the moment. It was noted the issue was not resolved with the lead as of (B)(6) 2019. There were no surgical interventions required and the issue did not lead to or extend any patient hospitalization; the patient was alive with no injury at the time of report. No further complications were reported or anticipated.